Event description:
Following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. Following deployment the site was stable without signs or symptoms of hematoma or oozing. The pt was transported back to their room and the groin site was noted to be stable at that time. An ultrasound was performed 3 days later and a 1-1.5cm pseudoaneurysm and large hematoma were noted. Ultrasound guide compression was administered as treatment of the pseudoaneurysm and hematoma. The pt underwent open heart surgery 6 days later.